Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since the explanted graft was not returned to the manufacturer. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures and no anomalies was found. No conclusion can be drawn. However, our distributor is attempting to get the pathology report of the explanted graft from the hospital. A follow-up report will be submitted within 30 days upon receipt of any relevant additional info.

Event description:
Pt underwent an abdominal aortic aneurysm vascular repair procedure in 2007. The following month 2007, pt underwent a new surgical procedure following a small bowel obstruction secondary to an internal hernia. The herniated portion of bowel was dissected from the underlying aortic graft and wall of the native aorta. Adjacent to the aortic graft, and within the retroperitoneal tissues, was the pt's retroperitoneal hematoma which was evacuated through the retroperitoneal incision adjacent to the aortic arteriotomy. It was also reported, that four months later, graft was removed and an above-knee amputation was performed.